Manufacturer narrative:
A field service engineer (fse) downloaded logs and reviewed the mg reaction graphs for the patient sample and determined the likely cause to be a problem with the reagent 2 probe (list number 01g47-03). Replacement of the reagent 2 probe resolved the issue. The subsequent service history does not include further reports of erratic or discrepant patient results. The architect system operations manual was reviewed and was found to contain adequate information for the described issue. Customer complaint data was reviewed and no adverse trends were identified. The probe is commonly replaced as preventative maintenance and troubleshooting. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an elevated magnesium result of >3.9 mmol/l was generated by the architect c8000 analyzer. The sample was repeated 2 times with results of 0.82 and 0.85 mmol/l. There was no report of impact to patient management.